Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a color bars on the screen was not reproduced by the repair center engineer following a 5-day test. The device was then returned to the user. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus personnel reported on behalf of the customer that the 4k camera head had an image problem; specifically, there were color bars on the screen, and objects could not be visualized. The issue was found during receipt inspection. There were no reports of delays or patient sedation. There were no reports of patient or user harm associated with this event. For a related complaint, please see patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.